Event description:
It was reported that the patient's device was explanted due to wound dehiscence. The patient was stable throughout the procedure.

Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.